Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered with removal of the leads out of the device header. After trouble-shooting, the leads were able to be removed successfully from the device header. There were no adverse patient effects. The device was successfully explanted.